Event description:
It was reported that patient mentioned they felt a little tingling and a burn in the area of the implant. Patient said they had experienced this off and on throughout the years and there was no rhyme or reason, sometimes it was strong and sometimes it wasn't. Patient stated there were some evenings they would sit watching tv and tell their husband it felt like it was burning. Agent confirmed this has been ongoing since her first implant back in 2018. Agent redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.